Event description:
On (B)(6) 2012 the patient reported that the up arrow button was slow to respond. The patient said that the button needed to be pressed 3 or 4 times before response was achieved. It was said that the issue began a few weeks ago, there was no visible damage to the keypad, the pump was worn attached to a waist belt, and no cleansers were used on the pump. There was no reported patient impact associated with this complaint. This complaint is being reported because the responsiveness issue was not resolved during the phone call.

Manufacturer narrative:
There is no adverse event associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. During testing, the up arrow key contact was intermittently unresponsive; all other key contacts responded appropriately. During investigation, evidence of contamination was found under the up arrow and contrast key contacts.